Event description:
The pt has four off-label scs leads with the same lot number. The pt was implanted for migraines. It was reported the pt experienced inappropriate stimulation via the back two leads. As a result, the sjm rep turned off those leads, while leaving the front two leads activated. X-rays confirmed the two occipital leads had migrated. The pt was advised to turn off the scs system until surgical intervention is taken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.